Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had an operation in (B)(6)/(B)(6) 2012 unrelated to her spinal cord stimulation (scs) therapy. Some weeks after the operation the patient realized her scs system was not working anymore. No telemetry contact to the implanted neurostimulator (ins) was possible with the physician or patient programmers nor the recharger. Recharging was also not possible. It could not be determined if the ins was overdischarged after the operation or if electrocoagulation during the operation might have damaged the ins or if the malfunction was caused by some other effect. The ins was replaced and the patient began receiving 'good therapy effect again.' There were no patient symptoms or injuries reported related to the event.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.